Event description:
It was reported that the right ventricular lead exhibited increased thresholds. The patient was asymptomatic but the physician elected to revise the lead. After the revision, normal thresholds were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.